Event description:
It was reported that the insertable cardiac monitor (icm) popped out of the patient anatomy through the skin shortly after implant. The patient was continued to be monitored with no medical intervention needed. The device fell out of patient anatomy about 8 months later and another icm was implanted as a replacement. The device will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction field h6: impact codes.

Event description:
It was reported that the insertable cardiac monitor (icm) popped out of the patient anatomy through the skin shortly after implant. The patient was continued to be monitored with no medical intervention needed. The device fell out of patient anatomy about 8 months later and another icm was implanted as a replacement. The device will be returned for analysis. No additional adverse patient effects were reported.